Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that at the start of an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) was recognized by the programmer when the field representative was scanning for the device; however, the programmer was not able to establish telemetry with the s-ICD. Two other programmers used in an attempt to establish telemetry, but they were also unsuccessful. The s-ICD was then removed from the packaging so that there would not be any literature between the device and the programmer wand, but this was also not successful. This s-ICD was set aside and another s-ICD was able to successfully be implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly analyzed. The device was able to be successfully interrogated and a memory download was performed. A review of the memory found no telemetry session was recorded on the day of the event. An emblem s-ICD programmer was used and was able to successfully detect and connect to the s-ICD. Telemetry operated normally all throughout testing. Laboratory analysis was unable to duplicate the reported clinical observations.

Event description:
--